Event description:
Caller reportedly obtained results of 230 mg/dl and 84 mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.